Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a burning sensation on the skin when the reader was placed. The physician took a picture of the implant site that shows two red spots. No action plan taken yet. No troubleshooting taken on the remote monitor. The patient will see the physician for a follow-up on the 14th of may. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon further internal review by the manufacturer, the remote monitor event did not qualify for reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient made a follow up with the physician on the 14th of may. According to the physician, the patient was fine and felt no more symptoms. The physician thought that the burning feeling and red spots were caused by the bandage the patient wore after implant.

Manufacturer narrative:
The value was being updated for the supplemental regulatory report # 3004593495-2019-00313. If information is provided in the future, a supplemental report will be issued.